Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition with no appearance of any physical damage. Event log history was performed and indicated that acu watchdog and primary audible alarm post error were recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the speaker as a preventive measure. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that medfusion 3500 pump displayed a acu watchdog failure. There was no adverse event reported.